Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was difficult to close past 40 degree after grasping the leaflets. After maneuvering, the clip was closed to 10-20 degrees and was implanted successfully. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Event description:
It was reported on (B)(6) 2025 that the patient presented with grade 4 functional mitral regurgitation (mr) for a mitraclip procedure. During the procedure, the clip was difficult to close past 40 degree after grasping the leaflets. After maneuvering, the clip was closed to 10-20 degrees and was implanted successfully. The mr was reduced to grade 1-2 post procedure. There was no clinically significant delay or adverse patient effects.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported difficult to close the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.